Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/57 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular assist device implantation with left lateral thoracotomy with anastomosis to the descending aorta. Interactive cardiovascular and thoracic surgery; 2018 mar 15. Doi:10.1093/icvts/ivy061. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed use of lateral thoracotomy with outflow graft anastamosis to the descending aorta as a surgical approach for vad implantation. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. There were patients who experienced complications while on vad support, including a stroke due to embolus during the ventriculotomy during implantation, gastrointestinal bleeding, ischemic/hemorrhagic cerebrovascular accidents and transient ischemic attacks, re-operations for bleeding, pump thrombi, driveline infections, right ventricular failure, new-onset aortic valve regurgitation and prolonged post-operative mechanical ventilation. The vads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump with unknown serial number was not returned for evaluation. A review of the manufacturing documentations and sterilization reports could not be performed since the serial number of the pump was not provided. Review of log files was not performed since log files were not provided. The reported event could not be confirmed due to insufficient information. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.